Manufacturer narrative:
It was reported that the stent was placed on (B)(6) 2016; the patient was assessed again due to poor nutritional status. Under endoscopy view, it seemed that the stent has broken with wire piercing out. The stent was not removed yet from the patient body. From the anti reflux valve picture that attached by customer, it was shown that anti reflux valve is normal, but it is difficult to see a portion of fracture. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. Fracture can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. It is, however, hard to find out exact root cause for this complaint because the suspected device was not returned and it is difficult to reconstruct the situation at the time of procedure. According to device history records and the photos from the users, there was no problem with that device. So it is difficult to judge fracture by device malfunction. It is considered that stent was affected due to movement of stomach then stent was fractured. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
The double anti reflux valve was placed on (B)(6) 2016; patient was assessed again on (B)(6) 2017 due to poor nutritional status. Under endoscopy view, it seemed that the stent has broken with wire piercing out as shown in the picture attached below. The stent was not removed yet from the patient body, therefore the definite fractured part of the stent remained unknown. The surgeon planned to put in another stent.